Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump has not been working for a few months. The customer¿s blood glucose level was unknown at the time of the incident. The customer has been hospitalized for highs and lows since the pump stopped working and they started using manual injections. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The event date provided with the initial report was incorrect. The correct event date has been provided with this report. In addition, the customer's blood glucose has been provided with this report.

Event description:
It was reported that the customer's blood glucose was 15mg/dl during the hospitalization.